Manufacturer narrative:
Findings: motor error alarm during basic occlusion test due to loose /flush drive support disk. The motor was tested outside the device and passed. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus/basal. Customer's blood glucose was unknown mg/dl. The customer stated that the device was not exposed to high magnetic field. The customer was assisted with clearing the alarm. The customer doesn't received an e70 alarm. Customer does not use the sensor feature on the pump. The customer stated they are able to complete the rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis.